Event description:
The customer reported that an error code displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The product was returned for evaluation. The service engineer replaced the a/d and led pc boards. All functions were checked and met specifications. (B)(4).